Event description:
Information received by medtronic indicated that the customer reported cosmetic damage on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer reported a crack on the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. Unit was received with a flashing medtronic logo screen accompanied with a beep. Unable to perform displacement test due to the frozen screen. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1, da2; pcba2--j1, lcd flex cable terminal. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then the original case, the unit booted up to a flashing frozen screen. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a flashing frozen screen. In summary, customer report of a crack on the battery compartment was confirmed. The frozen medtronic logo screen is due to pcba2 and the moisture damage on pcba1. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.